Event description:
Pt had pain and swelling requiring an operation. Tibial tray had subsided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.